Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and diabetic ketoacidosis on an unknown date. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had critical pump error image displayed on the screen. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the hospitalization date and treatment has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. Customer was treated with intravenous fluids and insulin drip.